Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was pushed forward during deployment, which caused a pericardial effusion in the anterior lobe of the laa. The closure device was recaptured, re-deployed and successfully implanted. Pericardiocentesis was performed to treat the pericardial effusion with 650 ml of blood withdrawn from the effusion site. The drainage catheter was left in the patient overnight. The patient was discharged one day post procedure in stable condition.